Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2011-01072-01075). (B)(4).

Event description:
It was reported that patient underwent stage one hip spacer procedure on (B)(6) 2011, for unknown reason. Radiographs later revealed that cement spacer had fractured. It is unknown whether a revision procedure has occurred.